Event description:
During a hysteroscopy for an adiana procedure for permanent contraception, the scope was thought to be placed in a false passage. They reinserted the scope and attempted to cannulate the tubal ostia with 2 disposable adiana devices. Each time cannulation was attempted, they were unable to obtain full tissue contact in the fallopian tubes, as indicated by the position detection array (pda) displayed on the radio frequency generator, and the procedure could not continue. It was noted that "the uterus then collapsed" and "they were unable to visualize anything in the cavity." Additionally, a fluid deficit was reported to be 2 liters, using a mannitol and sorbitol distension media. No fluid management system was in use. The adiana procedure was abandoned. The pt did not exhibit symptoms of fluid overload and no treatment was needed. The pt was discharged home.

Manufacturer narrative:
(B)(4), expiration date: 01/13/2012, mfg date: 01/13/2011. Only one device was returned. The codes in this section reflect the eval of (B)(4). If the second device is returned and the eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the identified lot number and serial numbers of the 2 disposable devices. No abnormalities were found related to the reported info. These devices passed final testing prior to release. According to the instructions for use (IFU) precaution: to avoid possible uterine perforation and potential damage to adjacent organs when introducing the catheter into the fallopian tube: do not advance the catheter without visual guidance. Do not apply excessive force. As with any other intrauterine procedure, uterine perforation may be possible. According to the instructions for use (IFU) instructions: the procedure should be terminated if the fluid deficit exceeds 800 cc. (B)(4).